Event description:
It was reported that on (B)(6) 2025, that the mcot sensor - 2.0 - rebuilt shocked the patient in the chest. The patient indicated that the sensor was the cause and not the patch. The shock occurred when the patient was at work and it felt like an electric shock. The patient went to the emergency room (ER) and wasn't given any medication; however, the doctor advised the patient to switch over to the lead wire adaptor (lwa). The patient does not have any implantable devices and no electronic were at use at the time of the shock. No additional information provided.

Manufacturer narrative:
It was reported mcot sensor - 3.0 shocked the patient in the chest. The sensor was inspected for general physical integrity and found in good condition. Engineering evaluation could not confirm the allegation of sensor shocking the chest. Device evaluation concludes that the sensor operated successfully, and no problem was identified.